Event description:
A report was received that the patient passed away in (B)(6) 2011. No further information was provided.

Manufacturer narrative:
Date of death: (B)(6) 2011. Date of report: (B)(6) 2011. Additional suspect medical device components involved in the event: model#:sc-2352-50 (B)(4) model description:linear 3-4 lead 50cm model#:sc-3138-35 (B)(4) model description: lead extension, 35cm.

Event description:
A report was received that the patient passed away in (B)(6) 2011. No further information was provided.

Manufacturer narrative:
Additional information was received that the physician was not aware of the patient's passing. A review of the device history documentation for the implanted devices revealed no anomalies or deviations occurred during manufacturing.